Manufacturer narrative:
A steris service technician inspected the unit and found that the piston in the drying assembly failed causing water to flow through the drying hose. The technician stated that the hose had a cut through it which allowed the water to leak. The technician replaced the valve assembly and hose, tested the unit and returned the unit to service.

Event description:
The user facility reported that water was leaking from their reliance vision single chamber washer. No injuries, procedural delays/cancellations or property damage reported.